Event description:
It was reported the device is unable to charge. No patient involvement reported at this time. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Pending evaluation and investigation.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.